Event description:
Lower anterior resection reportedly, the stapler was fired in the usual manner. However, when stapler was removed after tissue had been cut there was bleeding and the staples had not formed properly. There were staples were not closed down to create hemostasis. The bleeding is reported as moderate to severe. To fix it the staple line was oversewn.